Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from distal section of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment, but there was resistance felt upon coming out from the guiding catheter into the coronary artery. The device was removed; however, the distal stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment, but there was resistance felt upon coming out from the guiding catheter into the coronary artery. The device was removed; however, the distal stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported.